Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. The unit was received missing the internal parts of the 80 pound torque knob. All other components are in good working order.

Event description:
Service and repair of the a1059 mayfield modified skull clamp found the unit to be missing the internal parts of the 80pound torque knob.